Manufacturer narrative:
Since the device was not returned, it is impossible to proceed to actual evaluation. But, it is confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. It is hard to find out exact root cause for this complaint, because the suspected device was not returned and it is difficult to reconstruct the situation at that time in the lab and limited info.

Event description:
It was reported that physician implanted stent successfully w/out any problems. (No problem admitted related to flush, deployment and others). After removed delivery system, however, detached inner sheath was found inside the implanted stent. It was retrieved by snare. Inner sheath tip most likely detached while deployment, but no resistance was admitted. There were no patient complications as a result of this event.

Manufacturer narrative:
It has been informed to our company that inner sheath was detached according to description reported, however inner sheath has not been detached and stent has not been returned to us since it was inserted into the patient as a result of investigation of returned device. In addition, inner sheath had a bit of curve and the only tip which is distal part of inner sheath seems to be detached. (Tip was discarded at the hospital.) Lower bile duct where stent implanted is narrow and curvy. It can be hard to insert and remove of delivery system caused by pressure generated depending on patient's lesion. It can be bended and kinked of outer sheath and inner sheath after deployment and tip of inner sheath can be caught in endoscopy or stent. However, it is impossible to identify the exact root cause since it is hard to recreate the situation at the time of procedure. It is stated on user manual by this firm in order to prevent these problems as follow: "it should be careful when removing the introducer system and guidewire after stent deployment. And if it is felt excessive resistance during removal of them, wait 3-5 minutes to allow further stent expansion. (Place the inner sheath back into the outer sheath as the original state prior to removal.)" Also any defect on device history record was not found since 100 percent sampling inspection was performed during process inspection in order to check tip was properly adhered on its inner sheath. It seems tip was detached from the inner sheath by trying to remove delivery system several times even though inner sheath had not been back to original position in outer sheath during procedure with curvy status on patient's lesion in which tip might be caught in stent or endo of endoscopy. It will be monitored regarding this similar situation whether damage of introducer system is found when removal of introducer system even though stent is deployed successfully.